Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 42 mg/dl. The customer was treated with food. Customer stated that buttons are not responsive and sometimes numbers keep ramping up. The customer was advised to discontinue use of the device and agreed to return the product for analysis. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and cracked belt clip slot.